Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation (date of event unknown). System diagnostics determined high impedances. A sjm representative tried reprogramming to no avail as only "little stimulation" was achieved. Consequently, the lead was explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.